Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument was not closing the clips all the way. The clips would fall off after the customer attempted to apply them. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the even date was verified to be 09/27/2024. The issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. The medium-large teleflex weck hem-o-lok clips were the type and size clips used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The issue occurred on the 1st clip application. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly removed from the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed based on failure analysis.